Event description:
The company received the report in 2007 that a forerunner defibrillator was brought to a witnessed sudden cardiac arrest 4 minutes after collapse and the pads were applied. The defibrillator issued a 'check pads' message. Another forerunner defibrillator arrived at the scene approximately 1 minute after the first defibrillator arrived and the same pads connected to the second defibrillator. This defibrillator also issued a 'check pads' message. A third defibrillator (philips mrx) from the emergency medical services arrived at the same time as the second defibrillator and also applied to the pt. Several shocks were delivered with the third defibrillator.

Manufacturer narrative:
The ECG from the first defibrillator was not available because the pads never achieved sufficient contact. The ECG from the second defibrillator showed that sufficient contact was made 1 minutes after being turned on and artifact (from an unknown source) is seen. The second defibrillator remained on the pt while shocks were delivered by the third emergency medical service. The pads connected to the forerunners are not available for analysis. ECG from the third defibrillator is not available for analysis. This event is being filed since it cannot conclusively be determined that any forerunner defibrillators or the pads did not impact the outcome.